Manufacturer narrative:
The product was not returned for eval. Unable to confirm any malfunction or other product condition. The customer reported that the cannula was not inserted properly in the infusion site. This condition would interrupt insulin delivery and could not contribute to hyperglycemia. No qualification record review was performed because no product lot number was reported. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that on (B)(6) 2012, her blood glucose was 380 mg/dl and up to 400 mg/dl. She observed that the cannula was not inserted and the area was wet.